Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 14-jun-2016, fse arrived at the site to address the reported event. Inspection of the device revealed leakage by the wash heater along with "error 2015". Fse replaced the wash heater which resolved the issue. No further action required was required by field service. The most probable cause of the reported event was due to fault/ failure of the wash heater.

Event description:
On (B)(6) 2016, the customer reported an issue with the wash heater of their a1a-360 analyzer. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of prl and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.